Manufacturer narrative:
The reported field event of the inability to insert the atrial lead into the header was confirmed and was caused by epoxy found on the atrial ring spring. The epoxy resulted in the reported difficulty inserting the lead.

Event description:
It was reported that device was replaced because it would not accept an atrial lead. The new device is able to accept atrial lead without issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.